Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed the device did not have any obvious visible defects. There was dried saline on the luer and where the tubing comes out of the handle, the sheath and tip. There were bodily fluids on the handle, sheath and tip. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in specification and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Note: when measuring resistance on the mini electrodes only a quick verification of continuity was entered due to the difficulty of measuring due to residue from the procedure. A lcr test was performed and confirmed that the magnetic sensor was within specifications but acting intermittently. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device was leak tested using an isaac pressure decay test system. The lumen pressure decay was measured three times, starting with 107 psi. Pressure decay values were all gross leak. The device's handle was cut in half and saline pumped through. The leak was found in the handle where the blue irrigation lumen and clear extension tubing are joined together. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on device analysis completed on 26jan2021. It was reported that during an ablation procedure with an intellanav mifi open-irrigated catheter, when the catheter was connected to the rhythmia system and maestro, the message "finding catheter" was encountered on the maestro generator. Replacing the intellanav cable did not resolve the issue. However, replacing the catheter did resolve the issue. No patient complications occurred. The catheter was returned to boston scientific for analysis. Device analysis revealed the device failed a lumen leak test. The source of the leak was isolated to the adhesive joint between the lumen and the irrigation tubing inside the handle.